Event description:
Boston scientific received information that during a device implant, this right ventricular (rv) lead was dislodged soon after this lead was positioned. The physician attempted to reposition the lead; however, the lead became stuck at the tricuspid valve. Particularly, the chordae tendinae was caught up between the helix and the distal electrode of this lead. This lead eventually was left in place and another rv lead was implanted successfully. This lead was never in service. No additional adverse patient effects noted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).